Event description:
Customer's husband ran a blood test on her contour meter and received a result of 191 mg/dl. He then repeated his test on his contour ts and received a result of 101 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent to customer and she returned her strips for eval.

Manufacturer narrative:
Customer strips were evaluated and were found to give an average of 355mg/dl high out of spec. Retention lot tested in spec.